Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of a different device. There were no patient complications nor injuries reported and patient condition was good.